Manufacturer narrative:
Evaluation revealed the target device as primary product. No associated products were reported. Appearance of item and inspection records identified the target device returned being of old design version. Deviations in the inspection documents were not found. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed function was given in full on the devices at the stage of delivery. The item returned was documented as faultless prior to distribution and as it had been in use for a longer time (more than 7 years) we pre-suppose that this target device had fulfilled its tasks in former surgeries as intended. The found cracks in the target device were caused due to internal material stresses enforced by multiple sterilization procedures and cleaning cycles over the years of use. Although found cracked the returned target device passed the pre-operative function test. The item was found as being fully functional. Regarding cleanability (ref to clinical statement, dr. (B)(6) to (B)(4) : ¿conclusion: it is possible that a fissure in the target device will be entered by body fluids (e.g. Blood, fat, bone marrow). The fissure gap is hardly to clean with established methods. But, due to the good heat conductivity of cfc it is granted that all cells in the fissure gap are completely denatured and inactivated. Therefore, the risk of infection or of any immunologic reaction is not increased even if the fissure gap is filled with encrusted body fluids from former surgical procedures. What is crucial is that the sterilization process is sufficient. Nevertheless, a targeting device with fissures should be replaced immediately due to its reduced mechanical features possibly causing a misdrill due to buckling of the device.¿ internal lab test report (B)(4) revealed that deviation due to cracks does not lead to increased damages at the nail. This indicates that the interlaminar cracks do not influence the targeting performance critically. Referring to compiled hat (B)(4) it was concluded that no action in the market should be performed. Deviation report 548/05 was already issued for root cause investigation regarding cracks resp. Delamination. With engineering change notice (B)(4) the material of the cfr-arm has already been changed in order to improve stiffness and resistance against cracking. Lab test (B)(4) had verified the suitability of the new material. The brochure instructions for cleaning, sterilization, inspection and maintenance (B)(4) shows several examples of damages and recommends removing of such damaged products. With engineering change notice (B)(4) the material of the cfr-arm has already been changed in order to improve stiffness and avoid cracking. Lab test (B)(4) had verified the suitability of the new material. The found impacts at top of the metal nail adapter are clear signs of hammering onto the device which is not intended and thus user related.

Event description:
It is reported by male nurse of the hospital, that the device got a crack.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It is reported by male nurse of the hospital, that the device got a crack.